Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The lock had rotational and lateral movement and and a residue buildup was present. The index knob and lock required replacement of worn internal parts. The unit was machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2012). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on mayfield modified skull clamp (a1059) was not engaging and releasing correctly. It is unknown if there was patient involvement however; no patient injury was reported or surgical delay has been reported.